Event description:
It was reported that during the initial implantable neurostimulator (ins) procedure, the patient also received a spinal tap, which caused intra-operative stimulation to be erratic. The ins was left off post-operatively so the cerebrospinal fluid could absorb. When the patient visited the physician for their post-op appointment on (B)(6) 2014, stimulation was turned on but the patient felt it at very low amplitudes. Reprogramming was attempted. X-rays were performed, which showed the lead tips were in t5, not t7 as desired. The patient was scheduled for a revision. Fluoroscopy confirmed that one of the leads was too high and anterior, not posterior. The physician was unable to get the lead in the correct position for the patient¿s pain pattern due to a ¿difficult spine.¿ the second lead was up too high in the epidural space, at t5 instead of t7. The physician pulled the lead down because the patient was getting some stimulation in the ribs. The physician was unable to get the second lead into a good position as well. Because one lead alone would not provide adequate stimulation coverage, the entire system was explanted. It was noted that the patient had stimulation in the wrong location and had rib pain ever since the implantable neurostimulator (ins) was implanted and had kept the stimulation turned off. Following the explant procedure, the patient¿s rib pain was completely gone and she was doing fine. A (B)(6) or greater symptom reduction was noted.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).